Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted no signs of setscrew marks on the lead terminal pin, cuts were noted in the lead insulation 26 centimeters (cm) from the terminal pin and corresponded to cuts noted in the suture sleeve. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Pressure testing was not performed due to the cuts in the lead insulation. Laboratory testing was unable to reproduce the reported clinical observations. Analysis concluded that the cuts in the insulation and suture sleeve were consistent with induced damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, no pacing was observed even at high outputs. The lead was attempted, but not implanted. Another rv lead was successfully implanted. No adverse patient effects were reported.